Event description:
The facility's biomedica engineer reported an infusion pump did not activate the end of syringe alarm during pt use. The engineer stated there was no pt injury. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.